Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited loss of ventricular sensing. No intervention was reported. The patient condition was unknown.